Manufacturer narrative:
Additional/changed and/or corrected data.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of "capsular contracture and seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma-late.

Event description:
Patient reported for left side "capsular contracture," baker grade unknown. Healthcare professional reported left side capsular contracture, baker grade IV, "increase of volume, approximately 30 ml of seroma, displaced superiorly/migrated to the upper pole deforming the breast," and "hard and painful." The device remains implanted.